Event description:
My complaint: medtronic mini med insulin pump defective and went to different language and I called 24 hour helpline but she said my pump quit working. Sugar out of control. Medtronic has trouble with these pumps before. Event abated after use stopped: yes.